Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the product was received in the product analysis lab on 07-jun-2024. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. A review of the manufacturing documentation associated with this lot (23c105av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure for a cerebral infarction targeting the left internal carotid artery (ica) via the combined technique, the 5mm x 37mm embotrap iii revascularization device (et309537 / 23c105av) was prepped in accordance with the instructions for use (IFU). An optimo¿ balloon guide catheter (tokai medical) was advanced into the ica and the microcatheter, a phenom¿ microcatheter (medtronic) crossed the lesion. Then the embotrap iii device was inserted into the microcatheter, but resistance was felt at the microcatheter hub and the embotrap iii was withdrawn. The distal tip of the embotrap iii was found to be broken and ¿seemed like [it] got unraveled,¿ the embotrap iii was replaced with a competitor device to complete the procedure. Continuous flush was maintained during the procedure. There was no report of any negative patient impact. On 30-may-2024, additional information was received. Per the information, the embotrap iii device has not reached the target occlusion when the reported issue occurred (during the attempt to insert the device into the microcatheter hub). No passes have been made with the embotrap iii device as it has not reached the target occlusion. The procedure was completed using a competitor device. On 10-jun-2024, additional information was received. Per the information, the target vessel was highly tortuous. The procedure was delayed by approximately five minutes. No other information can be obtained from the physician.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: visual inspection was performed on the returned the 5mm x 37mm embotrap iii revascularization device confirmed that the distal end of the device was "elongated" as stated in the complaint report. As a result, the complaint event was confirmed. No further damage was noted at any other locations on the device. Visual inspection also shows evidence of welding and presence of adhesive at the distal joint, indicating that the distal joint was correctly bonded prior to the complaint event. Examination of the fracture site of the inner channel¿s extended strut under high magnification indicated the fracture is consistent with a material failure under tension. A review of the manufacturing documentation associated with this lot (23c105av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. It was unknown when the complaint event occurred. Based on the visual examination of the returned device, the probable cause of the distal end damage was a material failure under tension as a result of a uniaxial force applied to the distal end. Potential cause of the damage is interaction of the embotrap device with a microcatheter/accessory or due to device handling. Based on the details provided in the complaint report, this could not be evaluated, and a recreation of the complaint event was not possible. Whilst the complaint event is confirmed, the root cause could not be determined. There is no indication that this complaint was as a result of a defect with the embotrap device. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.